Event description:
It was reported the pt lost stimulation suddenly. Impedance values were high but not out of range. The device was turned to maximum amplitude but the pt still felt no stimulation. An x-ray was done but the results were unknown at the time of this report. The pt was seen again, and the impedances were all out of range, suggesting that the battery may not be the problem.